Manufacturer narrative:
Relevant tests/laboratory data, including dates: previously submitted MDR stated the last known patient settings were from (B)(6) 2011; however, settings from (B)(6) 2012 were available. This report is being submitted to correct this information.

Event description:
It was reported that a physician could not communicate with a patient's generator during a follow up appointment on (B)(6) 2012. The physician said that he did not have many patients. As a result, he was unsure if the programming system or the patient's generator was the issue. The wand battery was checked and was determined to be okay. The physician last communicated with the patient's generator on (B)(6) 2012. At this time, a battery life calculation was performed with a result of 2.03 years. The physician was unable to provide the patient's settings; however, he confirmed that they were not changed in (B)(6). In-person follow up with the physician showed that the handheld was working fine. The patient will be unavailable for follow up for approximately two months; however, an exact appointment date was not provided. No additional information has been obtained.

Manufacturer narrative:
.

Event description:
On (B)(6) 2012, it was reported that the physician changed the battery in the wand, ensured that the handheld device was not plugged into the wall, and checked the patient's device. No issues were reported in interrogating the patient's device.